Event description:
Reporter indicated that a vns patient was experiencing an increase in seizures. Further follow up indicates that a battery life calculation was performed and found the battery life to be depleted. Revision surgery was performed. Cyberonics is awaiting returned products for pa.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a serious injury or death.